Manufacturer narrative:
Evaluation summary: as received, the leaflets were intact and flexible. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice by 1mm. Host tissue was moderate at the stent inflow. The x-ray demonstrates minimal calcification at the sewing ring. (B)(4) = x-ray. It appears that the host tissue overgrowth on the valve was mostly the source of the perivalvular leak. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned; therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 4 years. Based on the follow-up with the health-care provider, it was learned that the explant was due to perivalvular leak. It was also indicated that the event was not related to any device malfunction. Per the discharge summary report, patient describes the symptoms as being similar to the ones she had prior to her initial valve replacement but not quite as severe. Patient also had mild stenosis of a coronary artery. The subject device was removed and replaced with another edwards bioprosthetic valve.